Event description:
Received info regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted. Customer indicated that the cartridge would be reloaded.

Manufacturer narrative:
No product returned for eval. Should new info become available, a f/u supplemental report wil be submitted.